Manufacturer narrative:
The insulin pump was received unable to perform displacement test, basic occlusion and occlusion test or confirm the insulin is suspended sending a message of no infusion due to reservoir tube lip damage. However, the insulin pump passed rewind test, prime test, excessive no delivery test, self-test and unexpected restart error test. No frozen screen noted. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread, broken reservoir tube lip and minor scratches on the display window noted. The insulin pump was missing the reservoir tube lip o-ring and the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump reservoir compartment does not close properly due to the thread being broken. The customer's blood glucose reading was 180mg/dl at the time of incident. No further details provided.